Event description:
The manufacturer received information alleging a ventilator displayed error codes indicating a possible internal battery failure and that the ventilator required servicing. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device operated as it should. No significant error codes were found in the log. The device is not needed for inventory and will be scrapped.